Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the jaw of the reload would not close all the way. To complete the case, two new reloads were used. The estimated blood loss was less than five milliliters. Pre-existing conditions include morbid obesity. The patient was discharged home one day post-op in stable condition.